Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. The name of the initial reporter at the facility was not provided.

Event description:
It was reported that the cardiosave fails to power up. The circumstances under which this event occurred are unknown. However, no patient harm or adverse event have been reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and verified the blank screen and audible alarm. The stm found evidence of a spill on the display connector, power management board and pneumatic interface board. The stm replaced all of the effected parts. He then ran the iabp and it passed all performance and function tests and was then returned to the customer for clinical use.

Event description:
It was reported that the cardiosave fails to power up. The circumstances under which this event occurred are unknown. However, no patient harm or adverse event have been reported.

Event description:
It was reported that the cardiosave failed to power up. There was no patient involvement and no patient harm or adverse event was reported.